Event description:
It was reported the patient experiences a burning sensation at the ipg site regardless of stimulation. The physician found that the ipg is moving and tilting outward in the pocket when the patient sits down. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost weight and now experiences pain at the ipg site when she is sitting and lying in bed. She is unable to sleep well due to the pain. The patient is pending an appointment with her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is pending a programming appointment. Surgical intervention may be taken to address the issue.

Event description:
It was reported the patient's ipg was explant and replaced. The patient's issue has been resolved.